Event description:
On 12-feb-2026, it was reported by a sales representative via (B)(4) that an ar-6480 dw arthroscopy pump had flow disruption, pressure calibration issues, and was stopping intermittently. The pump tubing was changed out twice to make sure that was not the cause and the pump was power cycled as well. This was discovered during a procedure with no patient harm or significant case delay. Additional information provided 26-feb-2026: it was further reported this occurred during a shoulder scope procedure with no large amount of fluid extravasation or excessive soft tissue swelling. During the event, a calibration error was given. The case was completed using the complaint device.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.